Manufacturer narrative:
The reaction monitor data provided for the initial result showed very low absorbance, indicating that a low sample volume was pipetted. Many abnormal cell blank alarms occurred on the day of the event. It was noted that preventive maintenance actions were performed by the field service engineer (fse). The specific actions performed were not provided. The investigation determined the event was consistent with a single pipetting incident (low sample volume). A product issue was not found.

Manufacturer narrative:
The c503 analyzer serial number was (B)(6). Calibration and qc were acceptable. Precision results were acceptable.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for cholesterol gen.2 (chol2) on a cobas c 503 analytical unit. The initial result was 6.59 mg/dl. The repeat result was 201 mg/dl.